Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent incisional hernia. As a result of the implantation of the parietex composite mesh and its applicator, the patient suffered injuries including but not limited to, scarring, pain, potential infection, and the need for future hernia surgical repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of 15 cmx10 cm recurrent incisional hernia. The laparoscopic procedure utilized a covidien accumesh positioning system and applicator with parietex optimized composite mesh. During the procedure it was noted that the mesh applier malfunctioned, so the mesh was removed from it and placed up onto the anterior abdominal wall. The mesh was noted to have adequate coverage around all edges of the defect, and was secured with sutures and tacks. Approximately two months after implant, the patient noted intermittent mild abdominal pain. Approximately eight months after implant, a palpable defect, stomach protrusion, swelling, and fluid collection was noted in the surgical area. No focal hernia defect was detected through CT scan. The physician reported to the patient that he should have placed the mesh more to the left, and that a cough or sneeze could have made the mesh move further to the right. A CT scan ten months after the implant procedure found the hernia was protruding out of the patients intestine and would require surgical treatment. The patient is also reported to suffer injuries including, but not limited to, scarring, pain, potential infection, and the need for future hernia surgical repair.